Manufacturer narrative:
Follow-up #1: date of submission 07/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/06/2015 with the following findings: a time/date reset to default settings was unable to be verified in the black box. The pump was exercised for 24 hours and then the battery was removed for 23 hours; the battery was reinserted and the time/date did not reset to the default setting. The original complaint could not be duplicated or confirmed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (time and date reset) issue. There was no allegation of an adverse event with this complaint. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of a history/settings issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.